Manufacturer narrative:
This report is submitted on december 2, 2019.

Event description:
Per the surgeon, the patient experienced an infection at the magnet site due to prolonged use of too strong of a magnet. The patient was administered antibiotics (oral and topical) for the infection. The implant remains in-situ.